Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that four pediatric tracheostomy tubes had a cuff leak located where the cuff goes into the tracheostomy. The patient's mother states that the "bpe reading on the ventilator is going crazy, carbon dioxide (co2) low". Additional information has been requested and not received. No further adverse events reported at this time. See MFR: 3012307300-2016-00375, 3012307300-2016-00376, 3012307300-2016-00378.